Event description:
Medtronic received information that during use of an accumist blower, the customer reported that co2 would not come out from the tip. The device was unsealed. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that unsealed meant the device was opened.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of damage. Unit was attached to 150 mm/hg saline pressure cuff and 4 liters per min of air. Flow/mist was achieved through distal tip of blower mister. Reason for return was not confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.